Event description:
The facility reports the resident complained of pain after being lifted with the sara. They noticed the resident's legs were black and blue. They x-rayed the resident's legs to find the right knee fractured. Pt was put in the hosp where it was discovered the left leg was also fractured.